Event description:
It was reported that 300 bd ultra-fine¿ ii short-needle insulin syringes had no lot or expiration date on their labeling. The following information was provided by the initial reporter: "no vendor lot, no expiry date".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The customer returned several polybag images for 0.3ml, 30 guage, 8mm, 10bag syringes, for lot 2059447. The customer reported polybag torn and no vendor lot, no expiry date. The images were examined, and it was observed that the printed lot number, manufacturing date, and expiration date are missing from the pouch. It was also observed from the images, the polybags were torn. A review of the device history record was completed for batch# 2059447. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of polybag printing defect. A definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 300 bd ultra-fine¿ ii short-needle insulin syringes had no lot or expiration date on their labeling. The following information was provided by the initial reporter: "no vendor lot, no expiry date"